Event description:
Additional information received reported that the patient had not received sufficient therapy since the last update. It was also confirmed that the ins was explanted on (B)(6) 2013. It was noted that the ins could not be interrogated before the explant procedure. It was observed that fluid was found in the pocket. The ins had migrated within the pocket and was 'toppled' so that no interrogation was possible. The tissue around the pocket was very dense ('hard'). Explantation of the ins occurred without any problem. It was found that the ins had been turned off, possibly by mistake, which accounted for the patient's lack of therapy. The extension and lead components were left in place to determine if there was a reaction to them. The plan was to implant the patient with an ins coated with silicone or another ins coated with parylene. Further follow up information reported that there was no visible fluid per ultrasound and that the patient had a little wound-related pain. The physician wanted to wait several weeks to determine whether the extension will irritate the patient and then decide on which device will be implanted (parylene vs silicone coated). The patient was reported as doing fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the implantable neurostimulator (ins) was set deeper into the pocket due to pain the patient experienced. This revision occurred on (B)(6) 2013. After the revision it was stated that no interrogation with the ins was possible and that there was "a lot" of fluid in the pocket. This was confirmed using an ultrasound. It was unclear if this liquid presented itself after the revision only, or if there were issues with liquid before the revision as well. Swelling was also reported as a symptom. It was noted the patient "already had once a metal (trauma surgery) explanted due to reactions." It was unclear what this statement referred to. It was noted however, that the patient did not have reactions when initially tested with an "allergy kit test." An explant/revision was scheduled for (B)(6) 2013. It was unclear if the revision on (B)(6) occurred, however, information reasonably suggests it did. About two weeks later, the patient outcome of the revision was reported as "fine.' It was stated that telemetry worked initially, after the revision, and the patient was receiving effective therapy. The liquid was then stated to have appeared "again." Telemetry was then not working and the patient was not receiving effective therapy. Five days later, it was confirmed that the liquid appearing was an ongoing issue. It was unclear why therapy was not effective. It was also indicated there was an explant planned for the ins due to an allergic reaction. This was set for (B)(4) 2013. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown. Product type: lead: product ID neu_unknown_ext, serial# unknown. Product type: extension. (B)(4). Analysis of the implantable neurostimulator found no anomaly.

Event description:
Additional information received reported the lead and extensions were explanted. There was again pain and fluid in the pocket. The outcome was ¿fine.¿